Manufacturer narrative:
The device returned for investigation. The device was able to power on and charge and pass power on self test (post). Device completed 2hrs treatment of heating test with no anomalies. No damage noted tounit worked according to specifications. The DHR was reviewed and all units from the work order passed final inspection.

Event description:
The patient reported scabbing burn marks and callus marks have developed on the lower back and reported the area being tender after treating. Patient discontinued use of the device.